Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 2 devices were not available for evaluation. 6 device investigation types have not yet been determined.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 7 events had no patient involvement: no patient impact. 1 event had patient involvement: no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 7 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 8 previously reported events are included in this follow-up record. Product return status 4 devices were received. 4 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 7 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 8 reported events are included in this follow-up record. Product return status 1 device was not available for evaluation. 7 device investigation types have not yet been determined.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. - 7 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 4 devices were received. 3 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 device investigation types have not yet been determined. 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.